Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that coronary sinus lead placement was unsuccessful on (B)(6) 2018 due to coronary sinus dissection with minor pericardial effusion. The unipolar lead placed on (B)(6) 2018 was capped. Echo confirmed the pericardial effusion. Epicardial left ventricular lead was placed on (B)(6) 2018 successfully. Patient was evaluated on (B)(6) 2018 and evidence of congestive heart failure(chf) was observed. Patient was treated for chf and discharged on (B)(6) 2018.